Manufacturer narrative:
The pod was evaluated for damage and/or manufacturing defects. None were noted. The cannula was observed to have kinks and tip damage including cannula perforation near the tip. It is not possible to conclusively determine when the observed tip damage occurred, however, it may have contributed to reported symptom during use. This type of damage often occurs post-use, however, this can not be stated conclusively. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Caller stated that she had worn a pod that she felt had not worked because her blood glucose level was not coming down fast enough. She stated that she had taken the pod off and did a bolus to see if insulin came out of the cannula and it did. Caller also retrieved history for this pod and her bg readings were high to begin with. Results over a 14 hour period (6:00 p.m - 8:00 a.m.) Ranged from 126 to 500. From midnight until 8:00 a.m. Bg stayed well above 300, reaching 352, 382, 324, and peaking at 500. Caller changed pod at 8:00 a.m. And her bg lowered to 327 at 10:00 a.m. Caller able to activate a new pod successfully. Reviewed settings with caller and found that her ic ratio was set at 15 but her correction factor was set to 1:25. Also her insulin action was set to 4.5 hours. Encouraged caller to communicate with cde and/or pcp about her settings and high readings. The devices is being returned for evaluation.